Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor was replaced and the connectors were reseated during the service call.

Event description:
The customer reported that the 9600 system had white screens and would not show the images. No pt injury was reported.